Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer reported that insulin pump has rejected new batteries and had to press buttons harder or multiple times for insulin pump to respond also it has locked up and stopped working and has ran out of insulin and batter before without a warning. The device will not be returned for analysis.